Manufacturer narrative:
No complaint was received with return of the device. Failure event observed during analysis. Final analysis found a partial lead measuring 4.7 cm from the connector pin returned for analysis. Full breached insulation degradation was noted at 4.5cm from the connector pin, exposing the outer coil.

Event description:
This report is to advise of an event observed during analysis.